Event description:
The nurse reported that the customer was hospitalized due to high blood glucose. The nurse stated that customer gave himself bolus in the morning. Advised it was possible customer did not press the act to deliver the bolus. Customer's blood glucose was 585 mg/dl. The cause of high blood glucose was diabetes ketoacidosis. The customer was given IV insulin during the hospitalization. The customer was wearing the insulin pump at the time of the hospitalization. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).